Event description:
In the infusion center, a secondary infusion of iron was started and it was noticed that the iron flowed past the checkvalve and into the primary bag. The tubing was discarded. No pt injury.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.